Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the depressed battery pins, which was observed during physical inspection and considered confirmed. The depressed battery pins caused battery alert alarms while running on ac and dc power supplies and an intermittent connection when running on dc power supply alone. The rear case was replaced to correct this condition. Additional information: intermittent connection.

Event description:
During baxter's evaluation of a spectrum pump, the device had depressed battery pins. There was no patient involvement.